Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - inspection of the skull clamp shows that it has a loose swivel lock and accumulated residue. To adjust the swivel lock, new components need to be added to replace worn internal parts, such as the ratchet for adjusting the lock, the worn spring, bearing balls, washer, and o-ring. The small parts of the tilt lever (washers, groove, and screw) must also be replaced due to wear. The bore diameters of the tilt lever are outside of normal tolerance. The tilt lever must be replaced along with the screw assembly. To resolve the issues, new components were added to replace worn internal parts and general cleaning, and maintenance were performed. Root cause - the complaint is confirmed via inspection of the unit. The unit had visible residue buildup and wear to internal components which required replacement and cleaning. The root cause is likely due to wear as a result of use and need for preventative maintenance and cleaning. No further corrective action is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
This is 3 of 4 reports linked to mfg report numbers and is for the first skull clamp used: 3004608878-2025-00233, 3004608878-2025-00234, 3004608878-2025-00237. A facility reported that the terminal was not clamping properly and springs open; has to be forced shut, cannot be opened on its own and is getting progressively worse. A second mayfield was used to finish the surgery, but the same problem occurred. The patient was under anesthesia, and the device was in contact with the patient; however, no harm resulted. The issue occurred prior to the surgery, and surgical delay was less than 30 minutes.